Event description:
A malfunction alarm identified as malf 16 was reported. There was no reported adverse impact to customer's blood glucose level. The customer was advised to use multiple daily injections as a backup therapy while a replacement pump was arranged. Technical support confirmed the shipping address and instructed the customer to place the malfunctioning pump into storage mode and return it with a pre-paid label within 10 days, which the customer understood and acknowledged.